Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
"Literature article ""allergic complications from orthopaedic joint implants: the role of delayed hypersensitivity to benzoyl peroxide in bone cement"" (2011) by andreas bircher, niklaus f. Friederich, walter seelig, and kathrin scherer published by contact dermatitis doi:10.1111/j.1600-0536.2011.01996.x was reviewed. The article purpose: to report on 5 patients with complications from a knee or a shoulder joint implant in whom a relevant sensitization to benzoyl peroxide was shown. The article reports: in 4 patients sensitized to benzoyl peroxide, a bone cement-free replacement resulted in a considerable decrease or disappearance of pain and swelling, and complete clearing of cutaneous symptoms. In the third patient reported within this article, a (B)(6) male received a unicondylar competitor prothesis. After reporting pain and swelling, this prosthesis was exchanged for a depuy lcs total knee system. Pain and swelling persisted, however. This system was then exchanged with a long stem lcs system. Pain and swelling still occurred. Finally, a competitor cementless product was implanted and chronic pain subsided and no further swellings were observed. Cement usage/manufacturer were not mentioned within the article. Patella resurfacing was not mentioned within the article. Depuy products involved: two lcs implant systems. Complications: pain (2), edema (2), surgical intervention (2), medical device implant removal (2)". The first three products are to capture the components from the first implantation. The following three products are to capture the secondary implantation.